Event description:
It was reported that during an atrial fibrillation (afib) procedure, the transseptal needle went out the side of the dialator by the distal tip while it was inside the patient. There was no harm to the patient and the preface sheath was safely extracted. This event is indicative of a reportable issue.

Manufacturer narrative:
(B)(4). It was reported that during an atrial fibrillation (afib) procedure, the transseptal needle went out the side of the dialator by the distal tip while it was inside the patient. There was no harm to the patient and the preface sheath was safely extracted. Upon receipt, the preface introducer was not received and only the vessel dilator was returned. A visual inspection was carried out and a kink was noted at 65 cm from the distal tip, a bent at 6 cm from the distal tip and a perforation 6 mm from the distal tip as well. Then per the reported event, a functional analysis and a shape master comparison were attempted but it was not possible since the vessel was damaged. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specifications and procedures. The customer complaint has been verified since the evidence demonstrated that the needle perforated the vessel dilator. However, it remains unknown the root cause.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. (B)(4).